Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed and shut down. - this occurrence was noticed during the self test at the start-up, this as part of the pre-operational check. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - an intermittent alarm was observable both visually and through hearing. 'Tightness test fails'. - the device log files (service log, error log, event log) were not provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed and shut down. - this occurrence was noticed during the self test at the start-up, this as part of the pre-operational check. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - an intermittent alarm was observable both visually and through hearing. 'Tightness test fails' - the device log files (service log, error log, event log) were not provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.